Event description:
It was reported that the pt's hearing has deteriorated. Testing showed 8 electrode channels with increased impedances. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.